Event description:
It was reported that during a routine follow-up appointment, this device was found to be in safety mode. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse consequences. The device is expected for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets then caused the device to enter safety mode. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation.

Event description:
It was reported that during a routine follow-up appointment, this device was found to be in safety mode. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse consequences. The device is expected for analysis, but has not yet been received.